Event description:
It was reported that the patient with this device experienced a pericardial effusion. No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).